Event description:
The manufacturer sales representative stated the device insulation is chipping, posing the risk of a small component being lost in a surgical site. Attempts are being made to obtain additional information.

Event description:
The manufacturer sales representative stated the device insulation is chipping, posing the risk of a small component being lost in a surgical site. Attempts are being made to obtain additional information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.